Event description:
The surgeon tried to pump the reservoir but it was impossible. Therefore, he extracted the valve on (B)(6) to find something white inside the reservoir. He would like to know what it is. Please examine the valve. Since this pt was transferred from another hospital, implantation information could not be obtained.

Manufacturer narrative:
Results of analysis will be developed in a follow-up report.